Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not returned for evaluation. The complaint sample was never returned to teleflex for investigation. Root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions assigned. No further action required.

Event description:
The customer alleges that when preparing the cart in the clinical setting (or), plastic fragments of the disposable blade fell out of the bag.